Manufacturer narrative:
Device manufacture date: january 25, 2016- january 26, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the coil cap was separated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap separated from the housing of a large volume infusor. There was no patient involvement. No additional information is available.